Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. Without log data on the day of the event, the allegation of the sensor expiring and the ilet entering bg run mode could not be confirmed. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a cds reported that a patient experienced hyperglycemia with dka. The patient was brought by ems to and admitted into the hospital. The cds reported that the patient's sensor expired and the ilet entered bg run mode prior to this event. The cds also that the patient's parent indicated the patient often removes the ilet and infusion set due to irritation. The patient was expecting to be discharged on (B)(6). The parent reported the patient's bgs came back into range and is fine. Multiple attempts by customer care to obtain additional information were unsuccessful.